Event description:
It was reported that an unspecified elastomeric device underinfused medication to the patient. It was further reported that the patient¿s midline was clamped which resulted in the underinfusion. The device had been filled flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.